Event description:
It was reported that the vw cuff had 5 to 10 points higher systolic values compared to a nibp. The diastolic values were off by 1 to 5 points. The vw cuff and the nibp were placed on the same arm. Testing was performed while sitting and standing. Nibp values were 97 over 7x and 99 over 7x, vw values read 10 to 30 pts higher, and small acumen cuff was 10 to 30 pts higher. Issue occurred during an extraction procedure at 1100. Cuff was attached to an hs vita monitor. Error messages, lot number, and troubleshooting steps information requested, but were unknown. No allegations of patient injuries. The device was disposed after the case. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was disposed after the case. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Discarded.